Manufacturer narrative:
Product ID 748240, serial# (B)(4), implanted: 2002-(B)(6), product type extension product ID 3387-40, lot# j0209882v, implanted: 2002-(B)(6), product type lead. (B)(4).

Event description:
It was reported that "during the patient' first implant, the anesthesiologist almost killed her via over-sedation." It was noted that the patient "had respiratory arrest and cardiac arrest during the procedure." It was noted that the "patient didn't suffer any brain damage." It was noted that the patient was in intensive care and had a second surgery.